Event description:
A report received from (B)(6), stated an e360 ventilator experienced "low fio2" (fractional inspired oxygen) and "high fio2" alarms while being used on a patient. There were no patient injuries reported.

Manufacturer narrative:
The customer inspected the device and confirmed the reported issue. The customer reportedly replace the o2 sensor to resolve the issue. No additional information was provided by the customer. (B)(4).